Event description:
The account alleged the scale is not functioning. No pt impact.

Manufacturer narrative:
The tech found the right hand user control module board had damage from liquid. The technician replaced the right hand user control module board to resolve the issue.